Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into the reservoir compartment. The customer also reported high blood glucose level of 396 mg/dl. The high pressure test failed. No further troubleshooting was done. No other information was provided.